Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the parent gave a manual injection of 8 units of insulin was given. The ketones were positive.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found kinked and bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Nothing was found that would indicate the device failed to deploy. Data downloaded from the device returned an 0x33 alarm, indicating a communication failure has occurred. An attempt was made to pair the device with a pdm, but was unsuccessful. No other damages or defects noted.